Event description:
It was reported that the patient has been able to go into MRI mode at times and sometimes it won't go into MRI mode. The manufacturer's representative (rep) wasn't able to give the code to decode, however, she indicated that healthcare provider (hcp) can test it and it would pass impedance. As rep eluded to the impedance was fluctuating and will allow MRI mode at times. Technical services(ts) reviewed how the th90 test impedance verse clinician tablet. The caller was not with the patient. Rep was aware of the issue may 19th. No symptoms were reported. Additional information was received from the manufacturer's representative stating when the patient programmed into MRI mode with their controller, the first attempted patient MRI mode, the second attempt, the patient is not eligible for an MRI. The clinician programmer was used to check the patient's device, at 0.4ma, impedances are >10k ohms on directional contact. When increased to 1ma, impedances is within normal range and okay to proceed with MRI scan. The physician is not comfortable in bypassing that impedance and allowing patient to have MRI scan or fill out the MRI eligibility report. Additional information received from the manufacturer¿s representative (rep) reported the impedance values were out of range as they were high in the yellow zone, but not in the red zone. The cause of the inability to not go into MRI mode was because of the out-of-range impedance test, but the cause of the out-of-range values was unknown. The rep ran the impedance test at a higher amplitude, 1.0 ma, which resolved the out-of-range measurement. Following this the inability to go into MRI mode was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.